Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
The customer reported during the procedure the ivus catheter tip broke off while physician was using it. No known impact or consequence to patient. Vessel: right sfa. Additional information obtained indicated they were treating the right sfa from a left groin approach. The ivus was being advanced over a viper wire with a "step up" tip, but the ivus would not advance past the mid-sfa. They noticed the broken tip when they removed the catheter and wire at the same time. The catheter worked normally to that point. They did not notice anything unusual when they were prepping the device. Visual and microscopic inspection was performed on the returned device. The device was returned with the broken tip. There were kinks in the catheter shaft. Blood was observed beneath the esl. No adhesive was observed between the expanded single lumen (esl) and the scanner body. The scanner body was slightly bent. The distal tip was broken into two pieces, where 9 mm of the distal tip was broken off 4 mm distal to the scanner body. Stretching was observed on both ends of the break in the distal tip. All portions of the device were accounted for. The probable cause of the observed tip separation is damage in use, likely from an excessive pulling force being placed on the device to remove it, as evidenced by the stretching observed at the separation points and the bend on the scanner. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the failure occurred. Per the instructions for use (IFU): the catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: · protect the catheter tip from impact and excessive force. · do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. · if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported as there is a potential for harm if the event were to recur.